Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that were "having fits" and had a hard time keeping their "battery" (ins) charged for probably the last couple of days, since they started recharging. Patient said if they put the wireless recharger (wr) in the belt and wore it around their waist, every single tiny move would "dislodge" and they'd have to reposition the wr again. Agent asked, patient meant the wr didn't fall out of the belt, but it would lose contact with the ins if they moved. Patient mentioned the only way they could get the implant to charge at all was to sit in their recliner with the charger up against their back (holding/pressing into the ins site), and when they finally got it in the right spot and sat back on the charger, the implant would charge for a little while, but then "it" would completely shut off. Patient said they turned therapy off while recharging the ins. Patient also said they couldn't use the controller to do anything when trying to connect with their mystim app; agent reviewed that mystim can't be accessed while charging the ins, whi ch patient seemed to be aware of. Patient stated they kept getting to the screen that asked them to enter the wr serial number, which they knew started with nra, but then they couldn't progress. Agent had patient reset the wr, closed all applications, then retried to connect with the recharger app. Agent reviewed positioning practices; keeping blue side against skin with as few barriers as possible. Patient mentioned the belt didn't seem to hold the ins close enough to them; agent later discovered patient had a size large wr belt. Patient was able to get past the connecting screen in the recharger app but was unsure if they had successfully connected to their ins; beeping stopped, but agent was unsure if the two tones had inflected or not prior, but the beeps of the wr stopped. Patient decided to turn off the wr and try to access mystim. Patient was also prompted to enter the serial for the communicator. Agent made sure the wr had been turned off and showed the patient how to separate the communicator from the handset to locate the serial. Patient reported seeing "neurostimulator battery empty (screen 336)." This message suggested the ins's charge level was below 1%. Agent reviewed recharging best practices; additionally, explained because their implant surgery was recent, the connectivity is likely being impacted by their body trying to heal - inflammation and swelling. Agent sent a request to repair for a wr belt (medium), and redirected to healthcare provider if issue persisted. Patient stated they had a rep they could have contacted, but they did not do so because they knew the rep was busy with surgeries, etc.